Manufacturer narrative:
All buttons functioned properly. However, insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube threads. Several boluses were programmed and delivered. No slow delivery noted during testing.

Event description:
The customer reported that the insulin pump had a button error alarm during bolus. The customer also reported that the device had been slow to deliver bolus earlier in the day of the call. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.